Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced ¿delivery stopped¿ alerts on the ilet and noted episodes of significant hypoglycemia that the user attributed to apparent overcorrection of hyperglycemia; symptoms were self-reported and improved after a site change. Symptoms included low glucose and high glucose. Outcomes included no reported hospitalization or long-term impairment. Investigation included attempted follow-up to obtain additional event details. Investigation of this case revealed that the cause of the delivery alerts and glycemic excursions remained undetermined, with no device component confirmed as failed and no device evaluation performed. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.